Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was 400 mg/dl. The customer reported the alarm was resolved by a complete set change. The customer was unable to troubleshoot because she already resolved issue. The customer would like to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer is returning the product based on her request.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the snap-cap and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.